Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. Customer was treated with manual injection. Customer also stated that the insulin pump received multiple insulin pump error alarms and failed battery alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm; however not able to rewind the insulin pump. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 82, pump error 130, and battery failed alarms due to pump error 38 alarms.